Event description:
Related to MFR report # 2183959-2012-00787. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system. It was alleged the plaintiff experienced "serious bodily injuries, including, but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, add'l injuries, and other injuries." It was also alleged the plaintiff suffered "pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.